Manufacturer narrative:
The manufacturer investigation has revealed that the cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. It was decided to return the pcb to be checked at the manufacturing site. During the inspection of the pcb, the electronic engineer was not able to reproduce the issue, no unintended movement, no acceleration was observed. Based on the information collected, it seems most likely that the device unintended movement was caused by the bent of the metal plate to which the pcb was assembled. Due to the change of pcba orientation in the device, the pcb calibration parameters could be disrupted. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; according to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly (moved itself). The issue occurred when transferred the patient. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.

Event description:
Arjo became aware of the event involving the enterprise 9000x bed equipped with the indigo module (intuitive drive assist). The provided description suggests uncontrolled movement of the indigo module that occurred when transferred the patient. It moved itself and it is unknown how it was stopped. No injury was claimed.

Event description:
Arjo became aware of the event involving the enterprise 9000x bed equipped with the indigo module (intuitive drive assist). The provided description suggests uncontrolled movement of the indigo module that occurred when transferring the patient. No injury was claimed.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.